Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned with the guidewire used in the intervention still stuck in the guidewire lumen which could be removed after proper flushing. The inner and the outer shaft are severely flattened over a length of 580 mm. The polymer coating of the guidewire has wrapped over at its proximal end, resulting in an outer diameter of 0.52 mm. The IFU and the product label specifies a maximum outer diameter of 0.46 mm for the guidewire. Further, the investigation revealed a fine jet of water emerging from the center of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole about 21 mm proximal to the distal x-ray marker. In close vicinity of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection a 100 percent control of the guidewire lumen viability is performed. All instruments successfully passed this test. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the pinhole is most likely related to the patients anatomy. The root cause for the reported friction issue is most likely related to the damaged competitors guidewire.

Event description:
A passeo-18 balloon catheter was selected for treatment of a severely calcified lesion (100 percent stenosis degree) in a segment of the distal sfa / p1 segment. By use of a 6f introducer sheath and a 0.018 inch guidewire the complaint instrument was advanced towards the target lesion, but neither the guidewire nor the complaint instrument was able to cross the target lesion. The balloon could then no longer be pushed over wire, like it was glued, and both devices could only be removed together. Further, in the cathlab report it is mentioned that the balloon of the complaint instrument burst during the first inflation.